Event description:
Caller reports that the outer diameter made the fit much tighter than usual. Caller reported that the inner cannula had to be pulled out with force. Patient has been using the same product for four years and this is the first time they experienced this. The caller confirmed no patient injury or ill-effects.